Event description:
It was reported by dealer that the rod that moves in and out with the actuator is bent on the tdx3-ps power chair. Not aware as to how it happened. Chair in use 5+ years. Home setting, the dealer states he lives in his chair. No additional information.